Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display was activated, and the correct software loaded. Standby mode did not activate. The bulb failed to ignite and an e-1 error message appeared on the display. During the power-up sequence, the product emitted a burning smell. An evaluation was performed on the ability of the lightcable and jaw to engage. The evaluation was successful. The bulb from the product was placed into a known good x8000 lightsource test unit and the lumen output was measured. The resulting measurement was within specification. The root cause of the reported failure was traced to a defective ballast. In sum, the customer complaint was confirmed. The failure mode will be monitored for further reoccurrence.

Event description:
It was reported that the unit was smoking.